Manufacturer narrative:
Updated to reflect serious injury. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was not duplicated. The pacing test was performed and the device passed. The device passed all performance assurance testing and was placed back in service. Philips cannot rule out that there was a malfunction at the time it was reported. The reported issue could not be duplicated. There is no indication of a systemic problem; no further investigation or action is warranted. .

Event description:
It was reported to philips that while transporting a post cardiac arrest patient to the hospital, the ambulance crew was pacing the patient and the device "failed". The crew changed the pads and the issue continued. The patient involved was reported to not have experienced harm or adverse patient impact. Clinical action was taken to prevent serious injury or death by changing the pads. The patient was transported to the hospital where patient care was continued.

Event description:
It was reported to philips that while transporting a post cardiac arrest patient to the hospital, the ambulance crew was pacing the patient and the device "failed". The crew changed the pads and the issue continued. There was no reported adverse patient impact.